Event description:
The neotrend-l sensor would not advance at all into a 37fr uac. Blood started backing up into the sensor. Sensor to be returned to the MFR for investigation. No report of harm or injury to the pt.